Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to noise that was being oversensed resulting in t wave oversensing caused by low r-wave amplitudes. The vector was programmed to primary 1x gain at the time of the shock. The patient does have another manufactures pacemaker as well. It was noted that the patient is inpatient, and x-rays will follow. Technical services discussed troubleshooting options. Troubleshooting was performed and they were able to re-create the noise both in primary and secondary vectors. Subsequently, the device was re-programmed to secondary vector. At this time, the device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to noise that was being oversensed resulting in t wave oversensing caused by low r-wave amplitudes. The vector was programmed to primary 1x gain at the time of the shock. The patient does have another manufactures pacemaker as well. It was noted that the patient is inpatient, and x-rays will follow. Technical services discussed troubleshooting options. Troubleshooting was performed and they were able to re-create the noise both in primary and secondary vectors. Subsequently, the device was re-programmed to secondary vector. At this time, the electrode remains in service. No additional adverse patient effects were reported. Additional information was received which reported there was a stored untreated episode due to t wave oversensing when programmed in the secondary vector. The health care professional (hcp) requested for a field representative to perform troubleshooting. At this time, the electrode remains in service. No adverse patient effects were reported.